Event description:
I went for lasik surgery at lasik plus oklahoma city. They repeatedly promised me that bladeless flap is possible with my thin cornea. While doing surgery halfway after doing flap, while doctor trying to lift flap he shouted "this is frustrating tech told he serviced the laser and apparently he did not."